Manufacturer narrative:
Philips has investigated this complaint. A philips field engineer (fse) inspected the system onsite and confirmed the host pc had failed. The fse replaced the host pc. After the host pc was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the during an inspection, it was noted the host computer (pc) was faulty and the system would not start up normally. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) visited the site and replaced the host pc which returned the device to expected functionality.